Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin therapy on the pump. Reportedly the customer is re-using insulin. Tandem clinical support informed customer re-using insulin is off label per the user guide. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).